Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is unknown.

Event description:
It was reported the patient experienced ineffective stimulation due to impedance issues. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored.